Event description:
An olympus representative contacted the olympus technical assistance center (tac), to report 2 balloons popped in the patient and were removed without an additional procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), no troubleshooting was performed and the product was not returned. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The following medwatch reports are related: patient identifiers (B)(6)(B)(4) and (B)(6) ((B)(4) , this complaint).

Manufacturer narrative:
This report is to add h4, which was inadvertently left out of the first supplemental report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and the root cause was unable to be determined. The balloon may be damaged during insertion or retrieval either through scrapping or gouging when passing through the endoscope or on staples, if present, in the patient¿s intestine. This may cause it to rupture. Olympus will continue to monitor field performance for this device.